Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged diagnosed with chronic obstruction pulmonary disease (copd). The patient did not report receiving any medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found contamination consistent with keratin on exterior of the device. An internal visual inspection was completed by the manufacturer and found dust on/in the blower. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 errors logged. The manufacturer concludes the device has evidence of contaminates consistent with keratin, dust and dirt. There was no evidence of sound abatement foam degradation.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused the patient to be diagnosed with chronic obstruction pulmonary disease (copd). The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.